Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button is intermittently unresponsive. During troubleshooting with tandem technical support it was confirmed that the pump still turns on when plugged into a power source. In addition, it was reported that the touchscreen is intermittently delayed in responding to presses. Customer's blood glucose level was 136 mg/dl.